Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The device was connected to a pt and set up for pacing as a prophylactic measure. During approximately 33 hours of use, the device displayed a service indicator and the pacing function allegedly stopped. There were no adverse effects to the pt reported as a result of device use.